Event description:
Additional information was received stating that the vns patient underwent surgery. Initial reporter and patient information was obtained and it was determined that the investigation for this event had been completed and reported in manufacturer report number #1644487-2014-02587.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device showed high impedance. No further information relevant to the event has been received to date. No known surgical interventions have occurred to date.